Event description:
Boston scientific received information that a patient with a medtronic system received an inappropriate shock on (B)(6) 2011. Implant (B)(6) 2006 (B)(6) clinic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).